Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that after connecting the device, the pack functioned normally during testing. But the vitrectomy probe could not cut during vitrectomy surgery. The surgery was completed after another product replacement. There was no impact to the patient.